Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced in event will be filed under a separate medwatch report number.

Event description:
This is filed to report the clip unable to close fully. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. An xtw clip (20922r1067) was advanced and placed on the mitral valve. The clip was closed, however it could not completely close and remained at 20-30 degrees open. The clip was deployed and remained stable on the leaflets. A second clip (20210r107) was attempted to be implanted next to the first clip to further reduce mr. The clip was advanced in the patient but could not grasp the posterior leaflet and a posterior leaflet tear was suspected. The clip was affixed to the anterior leaflet and the physician determined the clip had to be deployed. The clip was successfully implanted on the anterior leaflet and only posterior chordae. The clip was stable and the procedure was completed with a mr grade of 2+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a cause for the reported difficult to open or close associated with inability to close the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.